Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a revision on (B)(6) 2011. It was noted that the reporter had no information on what was revised. Additional information has been requested, but it was not available as of the date of this report.